Event description:
It was reported that the patient's device did not last as long as expected. It was implanted for about 2.5 years, and the battery life was at 5-11% remaining battery life. A battery life calculation estimated 5.2 years remaining battery life. The device history of the record was reviewed, and the device performed to specification prior to release. The device was manufactured using the laser-routing process to trim the printed circuit board assembly, which could possibly be a cause of premature battery depletion; however, enough data was not available to confirm this to be the case. The device was explanted due to the low battery status, and the generator was received. Analysis has not been approved to date. No further relevant information has been received to date.

Event description:
Analysis was approved on the generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery was at ifi=yes. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The printed circuit board assembly (pcba) was subjected to an electrical test. Results showed that the pcba failed several electrical tests, including the resistance verification, supply currents during normal and off modes, and the on current diagnostic at the trimmed test tab. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, another electrical test was performed. Results of the electrical test were normal. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggested probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge during the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported premature eol. No further relevant information has been received to date.